Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation stryker discovered it took longer than 30 seconds to charge. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. This device was removed from service and the customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation stryker discovered it took longer than 30 seconds to charge. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's product analysis center (pac) for further investigation. The pac was not able to duplicate or verify the reported issue as it was in the field. It was noted in the investigation the device was not returned with the battery which the logs indicate was the original battery installed in 2015 and would have been past it's lifespan. The device worked as expected with a known good battery. The cause of the reported issue could not be conclusively determined.